Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening, yellow particles in device inner surface, wear abrasion and fold creases. Leak test and microscopic analysis was performed which identified: one crack opening and one opening crease smooth. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. One opening crease smooth in the side anterior assessed as fold flaw opening

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device remains implanted.